Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones. Upon interrogation it was identified that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that both the patient and physician have been notified of the alert and what it indicates. At this time, a revision procedure has not been performed and it is unknown when one will be performed.